Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer's mom returned the new meter received since the old meter was working well. Product worked as intended. Most likely underlying root cause. Mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/27/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer was hospitalized on (B)(6) 2017 with a bgr of 1059 mg/dl and was released from the hospital on (B)(6) 2017. Customer's mom returned the new meter received since the old meter was working well. Customer's mom states he is doing well at time of call and continues to use the original meter. Customer's mom did nor provide details of medical treatment or diagnosis given during hospitalization. After the adverse event reported on the call back on 5/27/2017 the complaint was determined to be reportable.

Event description:
Consumer reported complaint for e-5 blood glucose test results. Barbara-mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of e-5 when blood sample is absorbed. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Manufacturer contacted customer on 5/27/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer was hospitalized on (B)(6) 2017 with a bgr of 1059 mg/dl and was released from the hospital on (B)(6) 2017. Customer's mom returned the new meter received since the old meter was working well. Customer's mom states he is doing well at time of call and continues to use the original meter. Customer's mom did nor provide details of medical treatment or diagnosis given during hospitalization.